Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but unable to obtain.

Event description:
It was reported that the patient lost a lot of weight causing the ipg to be superficial and sitting right under the skin. As such, surgical intervention took place on (B)(6) 2020 wherein the ipg was repositioned to a new site addressing the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicates that the patient experienced discomfort due to the ipg being superficial.